Event description:
Caller reportedly received the following results on two different inform meters within 10 minutes: 577 mg/dl (meter used unknown), 257 mg/dl (meter used unknown). Caller is not sure which meter obtained which results. (B) (4). (B) (4). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Adverse event(s): "visual field became closer in both eyes", "sees fog the whole day", "blinking sensation" (vision impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she experienced a decrease in her visual field and sees fog. Prior to surgery, she reported that she did not have cataracts or any ocular pathology; but wanted to have the iol's implanted because she could not tolerate wearing "progressive glasses" anymore. She explained her symptoms as: visual field became closer in both eyes, that she can only focus at front, she sees fog the whole day, "with the sun, she only sees shape", and has a blinking sensation at near distance. She stated these symptoms limit her daily activities such as driving, reading, and playing sports. Additional information has been requested. There are two medical device reports associated with this event; this report is for the first eye.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device system for meter 1 ((B) (4), strip lot 551153, exp. 02/28/2011). Reference medwatch report with patient identifier (B) (6) for the suspect device system for meter 2.